Event description:
The customer reported getting a no delivery alarms and having high blood glucose of 370mg/dl. The customer called back the next day to troubleshoot, and the drive support cap was loose. Offered to keep testing, but the customer was not feeling well to continue. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.